Event description:
It was reported that the patient had experienced a headache after the initial implant. The physician confirmed that there was a csf leak and performed a blood patch to stop the leak. The catheter is still implanted in the patient. There were no complications reported. The event date is unknown.

Manufacturer narrative:
The catheter is not available for return; a device evaluation could not be performed. Internal complaint number: (B)(4).